Event description:
Pt states his pump stopped working today. States that he heard a beep, followed by high pressure warning and then it turned off. Tried changing batteries and it will not turn on. Pt switched to another functioning pump, and he is doing well and reported no ade. Transferred to psr to schedule courier for replacement. Return box issued. Malfunctioning pump is sn (B)(4). Diagnosis or reason for use: i27.0.